Event description:
It was reported the patient was experiencing persistent low back pain. The stimulator was reprogrammed. Patient reported fluctuating pain of mid/low back and reports the relief as 'fair'. No action taken. Patient reported worsening pain over the previous two weeks; a CT scan was performed the week prior. Patient reported fluctuating pain control and 'high' pain. Reviewed (B)(6) 2024 CT scan which showed bilateral neural foraminal narrowing; ordered a transforaminal epidural steroid injection. Patient also reported worsening pain the night before and realized the stimulator was off (presumably it was off inadvertently). Patient presented for reprogramming though device was not charged. Reprogrammed; trigger point injections administered. Requested device replacement for a non-rechargeable system. Generator was programmed at replacement. Resolved without sequelae (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.